Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-dec-2018, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were informed by the healthcare provider (hcp) on (B)(6) 2021 that the ins and possibly the leads as well would be replaced/revised on (B)(6) 2022.  The rep did not have any additional information at the time of the report.  The cause / reason for the surgical intervention was unknown at the time of the report. Additional information was received from the rep on december 21, 2021. They reported that the ins was replaced due to a heavy recharge burden with the system. The leads were being revised because the patient was getting inadequate pain relief. It was unknown what date the patient first noticed these issues. The cause of these issues was not known. Patient weight was requested but not provided.